Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
The device is expected to be returned for testing. This product issue will be updated if additional details are received.

Event description:
Boston scientific received information that this system exhibited pacing impedance measurements greater than 2000 ohms and elevated threshold measurements on the left ventricular (lv) channel. An x-ray was performed and was inconclusive for any lead damage. A revision procedure was performed and lv lead and device were removed from service and replaced. No additional adverse patient effects were reported.